Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system the pendant was replaced because it wasn't responding to the selected function. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that there was system moment issue. There was no patient involved. Additional information received "because the equipment was reported for not opening doors with the pendant button, and because the failure occurred intermittently, the pendant imaging system was replaced with a new one. Firmware was loaded and movement tests were performed. A system checkout form was attached. The equipment was now functional and operating properly".